Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. It was stated the patient had not used or recharged the device in approximately two years. A company representative met with the patient and confirmed the ipg was inoperable. Consequently, the patient may undergo surgical intervention to address the issue.